Manufacturer narrative:
Please note, evaluation codes were updated on 05 july 2018; specifically, (B)(4) which is now inactivated. (B)(4) has been used as a replacement for the inactivated (B)(4) and reflected as part of this q2 2019 alternative summary report submission. Not all devices were received for evaluation. In these cases, we were unable to confirm the reported needle mechanism failure through failure analysis investigation. All devices received underwent failure analysis investigation. The results of these investigations are represented, below, according to reported device, results, and conclusions code combinations and frequency of each: (B)(4). Exemption number: 2014031. Total number of events: 1180.

Event description:
This report summarizes <noe>1180</noe> reported events. For each event, the pod¿s needle mechanism failed to deploy as intended, resulting in a needle mechanism failure. Of the 1302 total reported events, 1180 are from quarter 2 of 2019. The remaining 122 reports contain supplemental and/or corrected alternative summary report (asr) data from prior asr submissions. Please see the following table which provides further detail for the reported symptom of needle mechanism failure: age group: 0-17, female: 146, male: 169, unknown: 2, grand total: 317. 18-34, 139, 79, 8, 226. 35-51, 132, 106, 4, 242. 52-68, 124, 54, 3, 181. 69-93, 34, 35, 69. Unknown, 48, 24, 73, 145. Grand total: 623, 467, 90, 1180.